Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump was alarming during rewind. Customer reported that there no numbers on display screen and customer was not able to report which alarm was received. Customer's blood glucose was unknown. Insulin pump would be replaced.